Event description:
It was reported that during the implant procedure, the low-voltage right ventricular (rv) lead was placed in the lower septum and physician was not satisfied with the rv threshold value, therefore, the position of the lead was changed to the rv apex, which yielded the same threshold. The physician then changed the lead position to the rv mid-septum and rvot, however, the parameters remained the same. It was noted when the temporary pacing lead had been placed in the rv, the threshold value that was observed was optimal, however, the lead that was attempted to be implanted was showing a higher value. The physician chose to implant the rv lead with the observed values and programmed the output two times the safety margin. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.